Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples tested on the cobas 6000 c501 (ul) v. The initial result was reported outside of the laboratory. The doctor sent the patient for a redraw at the emergency department (ed) and a different result was obtained. The reporter then reran the initial sample. The initial result of the initial sample was 177 mmol/l. The result of the redrawn sample from the ed was 137 mmol/l. The repeat result of the initial sample was 136 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer also received multiple ion-selective electrode (ise) noise alarms. The customer stated that the qc recovery was acceptable. The field service engineer (fse) found the ise sipper tubing was pushed too far up on the ise sipper nozzle restricting the movement to the point where it would not return to the most downward position. He then repositioned the sipper tubing on the sipper nozzle. He removed all of the ise cartridges. He then inspected and cleaned them. He also inspected and cleaned the ise electrodes. He conditioned the ise sipper and pinch tubings with an activator. He verified the analyzer's performance by multiple ise checks with acceptable results. He performed calibrations and qc with acceptable results. He performed a 20-cup precision test with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.